Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative and a healthcare provider (hcp) in a clinical study regarding a patient receiving unknown intrathecal baclofen (2000mcg/ml, unknown dose) in an implanted infusion pump for intractable spasticity and other spasticity. An extended motor stall occurred around (B)(6) 2015 and the patient experienced withdrawal like symptoms. The patient reported the event to the managing hcp, who then interrogated the pump, stopped the pump, and prescribed oral medication. According to the patient, there were no unusual events. The pump was replaced on (B)(6) 2015. The issue was considered resolved as of (B)(6) 2015. The patient's status at the time of the event was stated to be alive with no injury. The hospital was currently in possession of the pump; would be returned to manufacturer. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, and if the cause of the motor was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that baclofen alarms sound very similar to everyday items. The patient stated, "unfortunately, I learned the hard way when withdrawal symptoms were in full force." The patient stated they wished they heard the tone before surgery to recognize it. No further complications were reported.